Manufacturer narrative:
As of 02/14/2020 aso has not received returned product or lot number information from the consumer for further investigation. Satisfactory biocompatibility test results and latex screenings for the materials used to manufacture the same type of products were reviewed. Refer to b.6 for further details.

Event description:
On the initial report on 01/23/2020 consumer stated the bandages caused her an allergic reaction. Consumer added sought medical attention.

Manufacturer narrative:
As of 02/14/2020 aso has not received returned product or lot number information from the consumer for further investigation. Satisfactory biocompatibility test results and latex screenings for the materials used to manufacture the same type of products were reviewed. Refer to b.6 for further details. As of 04/03/2020 lot number was received and retained samples of the same lot were submitted to the lab for testing with no defects noted. The following sections were updated: to b.6, d.4, h.3, h.6 (codes removed: 4114, 3221 and 4316; codes added: 11, 213 and 67).

Event description:
On the initial report on (B)(6) 2020 consumer stated the bandages caused her an allergic reaction. Consumer added sought medical attention.